Event description:
It was reported that the patient saw her neurologist for a follow up who expressed his concern that the device was placed incorrectly. The patient also reported that the generator had been moving around and that it hurt sometimes. It was also reported that the patient had x-rays performed and it was determined that the vns was in a satisfactory position; however, the site remains bruised since the implant due to the location of the generator and the patient has been referred for repositioning surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Further information was received that the patient was referred for battery change due to generator migration/movement and improper device placement. It was noted that the generator seems to have never been secured down as it was moving into the patient¿s armpit and causing pain at the generator site as well as lead site. It was noted that the patient feels tension on the lead and when attempting to swipe the magnet the caregiver is unable to locate the generator due to the constant movement into the patient¿s armpit. It was noted that the physician also believes that the patient can benefit from day/night settings. Clinic notes and surgery referral form received for the patient indicated that the patient was referred for full revision. The clinic notes indicated that the patient reported that her seizure activity has been worse since her last visit including a grand mal seizure. The patient reported pain in her mouth when she swipes her magnet as well as pain at the generator site due to device movement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.